Manufacturer narrative:
Supplemental MDR is being submitted for additional information and engineering evaluation. The following sections have been updated: b5 (describe event or problem) and h10 (narrative text). The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No photograph or imaging was provided. The device undergoes multiple 100% inspections during manufacturing that would have detected this failure if it were present during manufacturing. Per procedure, the flex tip is inspected on a sampling basis for visual defects. The guidewire shaft to nose tip is visually inspected for visible damage per procedure. During manufacturing, the balloons are dimensionally and visually inspected for defects per procedure. Prior to balloon pleat, fold and forming process the balloons are 100% visually inspected for size and defects. During final inspection per procedure, the entire device is inspected distal to proximal by both manufacturing and quality for damage. The commander delivery system is 100% leak tested and during post-leak testing the balloon catheter is visually inspected. In addition, product verification (pv) testing is performed on a sampling basis for physical damage, retrieval force, and balloon fatigue. The lot met statistical requirements as requirement for lot released. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history for the work order did not reveal additional complaints for this reported event. A review of complaint data for may 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. The commander delivery system IFU, preparation manual, and the procedural training manual were reviewed for instructions and guidance relevant to proper device handling. The procedure training manual states: pull back the flex catheter so it is off the balloon during deployment, unlock the balloon lock, slowly move back flex catheter (handle) while maintaining position of the balloon catheter, and position flex tip in the middle of the triple marker. Additional considerations: placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning, positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment and partially unflexing may help when pulling back the flex catheter. Note: re-lock the device after unlocking every time. If the delivery system balloon ruptures or leaks during deployment without thv embolization do next use excessive force, take care when crossing the thv tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post dilation is needed, use a new delivery system. In addition, factors that may affect the tgv deployment characteristics are narrow, calcified stj no IFU or training deficiencies were identified. The complaints were unable to be confirmed. Due to unavailability of product return or imagery, visual inspection and dimensional/ functional testing was not performed. Investigation of DHR records and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿the valve position was good, during the inflation of the commander balloon, was noticed that the pusher was not pulled back by error¿. Per IFU, ¿disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock¿, and ¿before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip (pusher) is over the triple marker¿. During deployment, if the flex tip is over the inflation balloon, it can prevent the balloon from proper expansion, leading to an increase in inflation pressure and subsequently burst the balloon when the inflation pressure exceeded the balloon burst pressure rating. As reported, ¿it was noticed the balloon burst. The balloon was partially inflated when it burst. A hard force was felt to remove the system, the nose tip and balloon piece was torn off and left in aortic bifurcation¿. The balloon torn/burst may alter the balloon profile, and it could be resulting in withdrawal difficulty through sheath due to the balloon caught on the distal tip of the sheath during retrieval. Further excessive device manipulation during retrieval, could lead to nose tip separation from the delivery system. In this case, available information suggests that procedural, (flex tip was not retracted, retrieval of torn balloon/excessive device manipulation) factors may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits. Therefore, no corrective and preventative action nor product risk assessment is required.

Event description:
Of last communication, the tip was left in the bifurcation and will be removed during a minimal invasive procedure. The patient is stable.

Manufacturer narrative:
Investigation is ongoing. This report is 1 of 2 being submitted for this complaint. Referenced mfg. Report no. 2015691-2020-12072.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure of a 26mm sapien 3 valve, the esheath and the commander ds were introduced without any difficulty. The native valve was crossed smoothly and without any problems. During removal of the delivery system, wire difficulty was encountered, and it was noted that the balloon burst. The balloon was partially inflated when it burst. Resistance described as, ¿hard force¿ during removal of the system was noted. The nose tip and balloon piece were torn off and left in aortic bifurcation. Surgeon was called and the patient underwent a surgical valve replacement later that evening. The nose cone and part of the balloon remain in the patient and will be removed as soon as the patient is ready for an intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A supplemental MDR is being submitted with additional information on patient status. The section h10 narrative text of this report has been updated. The procedure to remove the tip of the delivery system was performed and the patient was discharged in good condition.